Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pulmonary embolism, pericardial effusion and deep vein thrombosis. It was determined that the right ventricular (rv) lead exhibited high thresholds and low impedance, and the ra lead exhibited a loss of capture and low impedances. The leads were removed and not replaced. No further patient complications have been reported as a result of this event.